Manufacturer narrative:
Block h6 device code xa050501 is being used to capture the reportable event of band failed to deploy patient code e0506 is being used to capture the reportable event of hemorrhage, bleeding/blood lose. Block e1 initial reporter phone: (B)(6). Investigation summary: the reported event of bands - failure to deploy could not be confirmed due to the lack of evidence as the device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is "cause not established".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the patient suffered from rupture and bleeding in the esophagus. Immediate treatment was given using a band ligator where it was found that the bands failed to deploy, thus causing an increase in the patient's bleeding volume. The band ligator was immediately replaced, and the procedure was completed with another speedband superview super 7. Also, it was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.